Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead. Serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient reported that he did something foolish and had to hold a huge amount of weight for 30 seconds. Patient believed the lead moved due to this. Patient reported they had imaging done that showed the lead had slightly moved. Patient believed the lead moved because since this occurrence, his arm has one part that hurts all the time and his right side is electrified when he turns his head a certain way. Patient confirmed that the right side stimulation is in the wrong location. Patient believed that the lead only moved a little and that they'll be able to program around the issue. No further complications were reported/anticipated.